Manufacturer narrative:
No contact information was provided for the initial reporter, therefore additional event, product, and/or patient details are not attainable. Reason for reoperation: "capsular contracture, suspected/actual rupture/deflation, correction of asymmetry".

Event description:
Healthcare professional reported via nbir left side "capsular contracture", baker grade ii "suspected/actual rupture/deflation, correction of asymmetry." The device has been explanted and replaced.